Event description:
During a pci/stenting treatment procedure, the express2 monorail balloon could not be deflated. The patient remained asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal right coronary artery (rca). The physician used a 6fr introducer sheath for vascular access, a 6fr runway fr4 guide catheter and a .014" traverse guide wire to cross the lesion. The balloon was inflated to 12 atms and could not be deflated, so was inflated further to 24 atms. Numerous attempts to deflate the balloon with the inflation device were unsuccessful. The express2 monorail balloon was inflated inside the patient for 20-30 minutes. It is unknown how much time was spent attempting to deflate the balloon. The physician pushed the guide catheter into the proximal rca, and withdrew the guide catheter, guide wire, and the inflated balloon at the same time and with force. It was noted that following withdrawal of the stent delivery system from the patient, the catheter shaft was elongated. The stent remained implanted in the target lesion. No patient injuries or complications were reported. Patient status is reported as 'good.'